Event description:
It was reported that a pump module had infused too fast. There was patient involvement however no patient harm. Through due diligence attempts, additional information was obtained. A route order of potassium chloride was programmed to infuse at 50ml/hr with a volume to be infused of 100ml. However, the medication was completed in forty-eight (48) minutes. Heparin drip at 13.8ml/hr and zosyn at 25ml/hr were also infusing at the time.

Manufacturer narrative:
Omit: other occupation, report source other, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter occupation, report source. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed or replicated; however, this issue may be attributed to rate accuracy out of specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025; at 9:44 am the unit was selected and the rate and volume to be infused (vtbi) were updated, rate of 10 ml and a vtbi. The infusion was started with a primary volume infused (pvi) of 398.533, this from previous infusions programmed. At 6:43 pm a remote IV message was received with the following parameters: primary infusion: drug amount: 20 meq, drug diluent volume: 100 ml, duration seconds: 7200 s, rate: 10 ml/hr and a vtbi: 31.482 ml. Secondary infusion: rate: 50 ml/hr and a vtbi: 100 ml. The infusion started with a pvi of 461.825 ml and a svi of 100.007 mlfrom previous infusions programmed. At 6:44 pm the volume was cleared. The last pvi registered was 467.051 ml and an svi of 100.407 ml at 7:43 pm the infusion was paused with a pvi of 0.0 ml and an svi of 49.7 ml. At 7:46 pm the infusion was restarted. Between 9:23 pm and 9:24 pm the pump alarmed twice occluded patient side, then the infusion was restarted. At 9:48 pm the unit was channeled off with a total volume infused: pvi of 10.386 ml and an svi of 99.604 ml. The performed one-hour laboratory timed rate accuracy and the over infusion product analysis procedure observed the device delivering fluids as programmed, within specification, and with no observed periods of unregulated flow. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation. Alaris system user manual (v 12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Thee alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had infused too fast. There was patient involvement however no patient harm. Through due diligence attempts, additional information was obtained. A route order of potassium chloride was programmed to infuse at 50ml/hr with a volume to be infused of 100ml. However, the medication was completed in forty-eight (48) minutes. Heparin drip at 13.8ml/hr and zosyn at 25ml/hr were also infusing at the time.